Event description:
It was reported that the patient claims that his artificial urinary sphincter (aus) implanted in 2007 is not working as usual. The patient stated that when he squeezes the pump to void he feels like the cuff does not stay open as long as normal. He is able to empty but is concerned that something is wrong with the device. As the original implanter is deceased he will contact his new urologist for assessment. The patient will call if he has further question. No more information is available at the moment. Additional information will be provided as relevant information becomes available.